Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process of an infusion set change. The caller did not know the blood glucose reading. The caller stated that she had attempted with 2 different insulin pump and 2 different reservoirs from separate packages. She noted that the insulin did not exit the tubing with a manual plunger push. She changed the infusion set and found that insulin did exit with a manual plunger push thereafter. She was advised to insert the reservoir and tubing into the insulin pump and program a 5.0 unit fill cannula; the insulin pump no longer alarmed no delivery. She was advised that the reservoirs and infusion sets be replaced. Nothing further reported.